Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 01058095 case subject: npi error 210.6041 on 8100. Account name: marin general hospital account #: 1420300 asset name: 8100bd pump module v9.33.0.50 asset location: contact: ian fradella contact email: ian.fradella@mymiranhealth.org contact phone: 707-927-8420 contact mobile: patient or user involvement: no patient or user harm: no case description: customer receives error 210.6041 at powering on 8100 ((B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer receives error 210.6041 at powering on 8100 ((B)(4)). Explained problematic error for the device. Customer to replace part with known working part to isolate problem fault. Informed customer to inter-change the display board. Informed customer, if any further concerns and/or issues to give a call back. End call. Ref:_00d30y0yr._5000l1t5bzp:ref